Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/ pain') and intestinal resection ('gastrointestinal or digestive system condition type: bowel dissection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure ablation done concomitantly". The patient's concurrent conditions included kidney stones. Concomitant products included levonorgestrel (mirena), oxycodone hydrochloride;paracetamol (percocet) since 2012 and tamsulosin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression/psych injury") and alopecia ("hair loss"). In (B)(6) 2015, the patient underwent intestinal resection (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), gastrointestinal disorder ("gastrointestinal disorder") and endometriosis ("endometriosis") and was found to have gastrointestinal neoplasm ("tumor / teratoma / cancer type: mass in bowels"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, migraine and alopecia had resolved and the intestinal resection, gastrointestinal neoplasm, gastrointestinal disorder, nausea, weight decreased, depression and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal neoplasm, genital haemorrhage, intestinal resection, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/ pain') and intestinal resection ('gastrointestinal or digestive system condition type: bowel dissection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure insertion and novasure ablation done concomitantly". The patient's concurrent conditions included kidney stones. Concomitant products included levonorgestrel (mirena), oxycodone hydrochloride;paracetamol (percocet) since 2012 and tamsulosin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), migraine ("migraines headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression/psych injury") and alopecia ("hair loss"). In (B)(6) 2015, the patient underwent intestinal resection (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), gastrointestinal disorder ("gastrointestinal disorder") and endometriosis ("endometriosis") and was found to have gastrointestinal neoplasm ("tumor / teratoma / cancer type: mass in bowels"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, migraine and alopecia had resolved and the intestinal resection, gastrointestinal neoplasm, gastrointestinal disorder, nausea, weight decreased, depression and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal neoplasm, genital haemorrhage, intestinal resection, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: follow up 2 & 3 process together. Pfs received. New events added-dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) ,apareunia, pelvic/ abdominal, back, chronic, psych injury, bladder problems, urinary problems, bladder infections, uti, fatigue, gi conditions, migraine, nausea, weight loss were added. Lab data added. On 20-sep-2019: follow up 2 & 3 process together. Pfs received. Lab data , concomitant medication and condition added. Events : tumor / teratoma / cancer type: mass in bowels, psychological or psychiatric problems condition: depression, gastrointestinal or digestive system condition type: bowel dissection , hair loss, endometriosis, device monitoring procedure not performed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.